Manufacturer narrative:
The mcs instrument and mcs tip cover accessory have not be returned to isi for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument, fell inside the patient's pelvis. The mcs tip cover accessory was retrieved during the same surgical procedure which was completed robotically and the customer confirmed all pieces were retrieved by a visual inspection. The mcs instrument and mcs tip cover accessory will not be returned for failure analysis evaluation. The patient has not returned to the hospital due to experiencing any post-surgical complications.